Manufacturer narrative:
Continuation of d10: ddbb2d1 ICD; 6937 lead; 4968-35 lead implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) defibrillation lead was defective. It was noted that the right ventricular (rv) pacing lead had a suspected lead breakage. It was noted that the rv lead exhibited twenty-eight non-persistent ventricular tachycardias due to t-wave oversensing (twos) and an increase to elevated threshold measurements. Reprogramming was done to the pacing lead, and the pacing lead was later surgically abandoned and replaced. The rv defibrillation lead was replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.